Manufacturer narrative:
The prisma machine was inspected by the hospital's biomedical technician, who is a former gambro technical service rep. He found the machine working as per the MFR's specifications: he verified that the pressures were calibrated and that the machine was functioning correctly and then authorized the return of the machine to clinic service. During the investigation, it was determined that no hospital incident report was generated, and that neither of the nursing supervisors in dialysis or in the ICU was notified about the event. The hospital's risk manager was also not informed of the event. This incident was discussed with the hospital' s biomedical tech, who has alerted the dialysis nursing supervisor. She will further investigate the event and if additional info becomes available, she will provide it to gambro. The prisma operator's manual, chapter 5: "alarm system", warns: "the control unit may not be able to detect disconnections of the set from the pt's catheter. Carefully observe the set and all operation while using the prisma system". While a requirement exists to detect a pressure drop in the venous line, which may occur in case of needle disconnection or venous line leakage/disconnection, the pressure drop may not be enough to cause a pressure decrease to be detected by the machine, even with pressure alarms and alarm windows properly set. This because pressure drop may be less than the machine's venous pressure alarm window. This is common to all other currently marketed chronic or intensive care dialysis machines. The nurse stated that she suspected a crack on the stopcock. The biomedical tech stated that there was a loose connection at the stopcock. There is no conclusive evidence of either a crack or a leak. If add'l info becomes available, a follow-up report will be submitted. There is no evidence to suggest that the prisma machine was functioning incorrectly at the time of the blood leak. Moreover, even if on the basis of the available info there is no evidence of problem related to the set, the prisma set MFR has been involved and an investigation is in progress. If the results of the investigation highlights that there was a prisma set issue, a follow-up report will be submitted. This event is being reported under the MDR 2-year rule, regardless of any pt injury.